Event description:
It was reported that the patient was scheduled for a full body MRI. The representative thought the device was in overdischarge (od) as she had not charged for several months. Two days later, the patient met with a company representative. Telemetry issues were reported. Use of the antenna locate resulted in a power on reset (por) displayed on the recharger, which then lead to the normal recharging screen. The patient was advised to charge to 25% after the por was cleared. It was stated that the patient was an inpatient for an episode of increased pain due to her stimulator being off and discharged as she hadn¿t charged. It was then clarified that it was a lumbar MRI and it was unrelated; the plan was to get the device into MRI mode. It was stated later that same day that the stimulator was lopsided in the pocket, so it was difficult to charge. The patient was able to get 6 or 8 coupling bars but the battery wasn¿t yet charged to 25% later that day. It was reviewed since it was very low, it might take longer to get to 25%. It was then reported that the hospitalization was unrelated to the device therapy. The patient was initially scheduled to have a pocket revision on (B)(6) 2015, due to the device position/migration and inability to communicate with the recharger. However, on (B)(6) 2015, it was reported that the patient had the device removed due to needing an MRI for her unrelated health issues. Additional information about the outcome was requested, if received, a follow up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 97740, serial# (B)(4), product type: programmer, patient; product ID 97754, serial# (B)(4), product type: recharger; product ID 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead; product ID 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. (B)(4).

Manufacturer narrative:
(B)(4).